Event description:
It was reported that this device was explanted as it declared a 1003 code indicative to voltage too low for remaining capacity. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h1 to serious injury and h6 to 3191 code. Patient code 3191 was used to capture the patient undergoing surgical intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted as it declared a 1003 code indicative to voltage too low for remaining capacity. No additional adverse patient effects were reported.